Event description:
Reportedly the user was explanted on (B)(6).2022 due to a chronic inflammation and a fistula formation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In march 2022 it was reported that the magnet was too strong and a weaker magnet was ordered. On the (B)(6) 2022 there was pain when pressure was applied to the implant area and in may 2022 the user then reported a burning pain approximately one hour after putting the audio processor on. Furthermore, it was reported that the user had a chronic inflammation and granulation tissue formation in the implant bed with a persistent fistula formation through the skin. The user was explanted and re-implanted at a later date.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an inflammation and fistula formation above the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no information available points to the implant being the source of any infection. However, a device contribution to the chronic inflammation cannot be ruled out i.e. Presence of a too strong magnet combined with possible age-related skin condition. This is a final report.